Event description:
It was reported that a user experienced a dexcom g7 sensor pairing failure with the ilet, which was addressed by toggling the ilet cgm setting from g7 to g6 and back to g7, starting the sensor, and entering sensor code 0091, after which the ilet indicated pairing. Symptoms included no glucose readings due to loss of cgm communication. Outcomes included temporary interruption of cgm data to the ilet. Investigation included technical support troubleshooting and device setting reconfiguration. Investigation of this case revealed successful establishment of pairing following configuration steps. It was concluded that the event was due to a connectivity pairing issue that resolved after guided troubleshooting.